Manufacturer narrative:
The customer replaced the display screen to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the screen is defective. It was reported there was no patient involvement at the time the issue was discovered.the unit was outside of clinical use; there was no report of harm. Investigation is ongoing.

Manufacturer narrative:
Inital reporter name and address: (B)(6).

Manufacturer narrative:
The liquid crystal display (lcd) evaluation has resulted in a no problem found. Tech verified with the use of the suspect lcd that: the graphics were crisp and clear with the use of diagnostics mode as well as the use in functional mode, the backlights were bright resulting in an easy to read and use functional display. The brightness control was easily accessible and operated as designed. The ventilator stb did power down with the use of the lcd touch screen button as well as the accept button on the front panel. In addition, the pil tech verified that the use of the pil stb touch screen in conjunction with the suspect lcd that both the suspect lcd and the touch screen function as designed. The screen lock function on the lcd operates as designed on the lcd. With the suspect lcd installed on the pil stb the stb operates without issue or error code.